Manufacturer narrative:
The maryland bipolar forceps (mbf) instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps (mbf) instrument sparked, and thermal damage was observed. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information. However, the customer was not able to provide further detail of the reported issue.

Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.